Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: customer return samples and photographs as well as retention samples were received by bd, the team investigated the return samples, photographs and the retention samples of material number 300852 for lot number 9089969. While the photograph confirmed the crack on the barrel on two of the return samples, we did not find any defect in the retention samples. The defect is confirmed on the photograph received. A complaint history check was performed and this is the 1st related complaint reported with the material number 300852 for batch number 9089969. DHR reviewed found no non-conformities. Investigation conclusion: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Root cause description: after thoroughly investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Although machine already have crack barrel detection system so there may be possibility of crack barrel generation after detection system. Potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyor. As crack barrel is critical defect so following actions are proposed to avoid crack barrel defect. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change. Rationale: based on this, a CAPA is not needed at this time.

Event description:
It was reported that discarditii 5ml syrg only had cracks in the syringe. This was discovered before use. The following information was provided by the initial reporter: syringe got cracks after opening from pack and before using.